Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.this MDR was submitted on (B)(6) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). This complaint was from a nurse who had a leak coming out of the patient line. The complaint was not confirmed due to a lack of sample. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with solution coming out of the top of the patient line cap while using the homechoice (hc) during priming. The patient was unsure if this was ok and removed the setup. (B)(4) advised the patient that this function was ok and that they didn't need to remove the setup. The patient elected to start over with new supplies. No injury or medical intervention was reported.